Event description:
It was reported that there was a power source alert indicating an issue with charging the device. The customer declined to answer whether the blood glucose level exceeded 500 mg/dl. However, it was confirmed that plugging the charging cable into a wall adapter resolved the issue, and the pump began charging without the need for further assistance.